Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon functional testing, the fse observed that there was no philips logo on the review monitor. To resolve the reported issue, the fse reinstalled the operating system and system applications, restored the operability and suggested for replacement of ssd drive (os disk in suite pc). After replacement and necessary configuration, the system was returned to use in good working order. The codes were updated based on the investigation outcome.